Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the right atrial (ra) lead exhibited a low unipolar impedance warning and atrial non-capture on some episodes. High thresholds were also noted on the ra and right ventricular (rv) leads. Both leads remains in use. No patient complications have been reported as a result of this event.